Event description:
Info as reported to davol: (B)(6) 2014: pt had a lobectomy and was treated with progel along the staple lines. On (B)(6) 2014: pt developed an air leak and severe subcutaneous emphysema. An attempt to perform a submersion test was made to see where the leak was coming from but there was difficulty positively identifying the area as the lung blocked the surgeons view of the suspect area. Progel was applied again to the area believed to be leaking. A pleurodesis of the chest cavity was also performed and talc was sprayed in the space prior to closing. At the time of closure, the pt still had a small air leak that received in recovery.

Manufacturer narrative:
The original samples of progel were used to treat the pt and were not able to be evaluated. Two boxes of same lot samples were returned to davol by the facility. The freeze indicator on one box indicated that the product had been exposed to temperatures below the recommendations in the IFU. It cannot be determined at this time when the exposure occurred, but based on info from our sales rep the product that was provided to the facility had not tripped the temperature indicator on the package. The returned lot sample products were tested for burst pressure and the product was found to be in specification. A manufacturing review was returned and no evidence of a manufacturing related cause was found for the event. Based on the available info and product eval no conclusions can be made at this time. See MDR 1213643-2014-00057 for the first progel kit applied to the pt.